Event description:
The surgeon was performing a makoplasty partial knee using the robotic arm interactive orthopedic system (rio). After prepping the femur and most of the tibia, the stereotactic boundaries wouldn't engage for the posterior post hole on the tibia. After attempting multiple work-arounds to resolve the issue. The surgeon used to trial as a guide to impact the 2nd post hole. The case was completed successfully.

Manufacturer narrative:
As part of normal complaint follow up, an eval of the event has been initiated at mako surgical. The root cause is that the user did not move the burr tip into the engagement point in order to activate the burr for the posterior post hole. It is common for users to burr the anterior post hole, keep the burr near the tibial floor, and then move to the posterior post hole. Since the posterior post hole engagement point is superior to the tibial floor, the burr will not be engaged in order to resect the posterior post hole. Not allowing the burr to be activated when outside the stereotactic boundary is a safety feature of the rio; therefore, this operated as intended. Review of the evidence from the system session files further suggests the rio operated as intended.